Event description:
It was reported to tyco healthcare that a customer had a problem with the insulin safety syringe. The customer reports "a needlestick was sustained after administering insulin to a pt. When pt slid the safety cylinder down and turned it to lock the cylinder the safety cylinder clicked but snapped back exposing the needle which entered pt right thumb penetrating the skin causing it to bleed."